Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had burn marks under the therapy pads on her back. The patient confirmed that the burns/ irritation have improved, however, there are remaining marks on her skin that she would like to have healed. It's unclear if the remaining marks on her skin are scarring or permanent, this is being reported out of an abundance of caution. There was no alleged device malfunction contributing to the irritation. Outcome of the remaining marks on the patient's skin is unknown.